Event description:
While using simpulse lavage the dr had fingers in surgical wound and felt something hard. He removed and discovered that it was the tip of simpulse irrigator. Upon inspection of the unit the tip was missing. Co notified by or staff. Spoke with material mgmt, notified on 10/7/99.